Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 157 mg/dl. The customer states received battery replace alert, then the pump was still off and not working. The customer was assisted with troubleshooting and the display is currently blank. The customer also states he already tried replacing the battery, but still pump is dead. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.